Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had beep anomaly as it kept beeping. Customer reports the notification light is not blinking. Customer's blood glucose was unknown at time of incident. Self test was complete. Customer advised to monitor the pump and call if issue recurs. Insulin pump will not be return for analysis.